Event description:
This ra lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2018. A product experience report receive on (B)(6) 2018 stated that this lead was part of a system that was involved in an erosion issue and remains capped. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).